Event description:
As reported from a clinical trial, approximately 1 year and 3 months post transcatheter pulmonic valve replacement (tpvr) with a 29mm sapien 3 valve, two type 1 strut fractures were noted at the alterra inflow. There was no report of patient injury or intervention. Per CT core lab, two type 1 fractures were found at the alterra inflow rung 1. No injury or intervention reported.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. A review of imagery provided showed the following: a strut fracture was observed on the 30 day chest x-ray. The x-ray image indicated one fracture on the proximal (inflow) portion of the present. Upon retrospective review of the 1 year review, an additional fracture was identified at the alterra inflow rung 1. This is one additional fracture than that was originally identified at the 30 day chest x-ray. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaint for strut fracture. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint was confirmed. A review of provided imagery revealed no manufacturing nonconformance. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by ew. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on modeling and testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. A technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, two proximal (inflow) struts of the prestent fractured. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery review also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this complaint to confirm. Additionally, another technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required. However, per management's discretion, pra was initiated to assess the risks associated with the failure mode.